Manufacturer narrative:
(B)(4). Report source¿ foreign ¿ germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that implant was broken. The patient had turned on the spot, then felt a crack in the hip joint. Patient outcome is unknown. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
During the investigation of this complaint it was established that the proximal part of the modular stem, previously submitted on this report, is not related to the reported event as it was noted the distal component rather than the proximal component fractured. The complaint will be further reported in 0009613350-2022-00397.

Event description:
During the investigation of this complaint it was established that the proximal part of the modular stem, previously submitted on this report, is not related to the reported event as it was noted the distal component rather than the proximal component fractured. The complaint will be further reported in 0009613350-2022-00397.